Event description:
The international customer reported the ventilator alarmed due to a vent inop data acquisition pcba adc failure. The ventilator was in use on a patient and there was no patient harm reported. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. Manufacturer's service reported a repair estimate was provided to the customer and the customer cancelled the service.

Manufacturer narrative:
Customer cancelled service.